Event description:
The customer reported that during 12 lead acquisition, the users were able to read the ECG on the monitor, but were unable to print the report with analysis. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that during 12 lead acquisition, the users were able to read the ECG on the monitor, but were unable to print the report with analysis. There was no negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.